Manufacturer narrative:
One device was returned for repair. Service history review identified the complaint was not related to a previous service of the device within the review period. The reported problem was confirmed in device log. Visual and functional testing was performed. The complaint of ¿travel course error¿ during inspection of device log was confirmed. Parts replaced included leadscrew, clutch left, clutch right, clutch cam, worm gear, and worm coupling. Functional testing performed to confirm issues were fixed. Normal wear to drivetrain was determined to be the cause of reported issue.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a travel coarse error. There was no patient involvement, no patient injury was reported.